Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a sigmoid resection, when they went to fire the stapler it only stapled on one side. Case completed with another device of the same product code. There were no patient consequences reported.